Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an advance xp sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2019 due to an unspecified reason. Should additional information be received a supplemental report will be submitted.